Event description:
It was reported that a few hours after implant, telemetry noted ventricular safety pacing. Interrogation of the device revealed atrial lead sensing and capturing the ventricle. Chest x-ray revealed that atrial lead had fallen in to right ventricle. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).